Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using two proglide devices relative to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, when an angiogram was taken post closure with the sutures of the proglide devices, there was a ¿defect in the positioning of the sutures¿ and stenosis [occlusion] was observed at the suture site. Two stents were implanted to treat the stenosis. Hemostasis was achieved with surgery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported backwall stitch was observed as a link detachment at the anterior cuff. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is a known inherent risk of the procedure. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. A conclusive cause for the reported backwall stitch could not be determined. Factors that contribute to back wall stitch, include, but not limited to, user technique (lateral puncture, using the device in a femoral vessel < 5mm). The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, analysis of the returned device found that "the link was returned separated from the swage end of the anterior cuff. The anterior cuff was not returned. " the location of the detached cuff is unknown.